Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that the right ventricular lead's impedance was increasing and high. The lead was capped. It was also reported that during the replacement procedure, the attempted lead had sensing difficulty on the first positioning attempt. It was further reported that upon the second positioning attempt the lead's helix would not extend with "20 plus turns" and when the rotation tool was released the helix "recoiled and spun back quickly yet the helix would not extend." The lead was removed and replaced. No patient complications have been reported as a result of this event.